Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of noise was noted on the right atrial lead and a few anti tachycardia response episodes were seen. An x-ray took place and it was noted that this ra lead was fracture. No adverse patient effects were reported. The lead remains implanted. Additional information noted that a revision took place, and a new defibrillation portion of the lead was implanted and a new ra lead was connected to the existing device. No additional adverse patient effects were reported. It was noted that this ra lead was surgically abandoned and will not be returned.